Manufacturer narrative:
The pump is in the process of being evaluated. A follow up report will be filed upon completion of the evaluation, or if additional details become available. This report represents all information known by the reporter at this time.

Event description:
The facility reported that the device needs new batteries. Information was not provided regarding whether or no the failure occurred during a patient infusion. Although baxter attempted to obtain information, details were not available regarding additionalcontact information. The hospital representative stated that there were no reports of patient injury or medical intervention associated with this event.